Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with episodes of inappropriate anti-tachycardia therapy recorded by the implantable cardioverter defibrillator. Inappropriate high voltage therapy was delivered in response to supraventricular tachycardia. Programming changes were made. The patient was stable and asymptomatic to the episodes.